Manufacturer narrative:
Account stated he adjusted the brake pads down on all the casters and that has resolved the problem, the brakes are now locking.

Event description:
Account alleges the casters will lock and not roll when the brake is set, but the caster will rotate around. Stretcher was located in the ER. No injury was reported.